Event description:
Additional information was received via email on 21-sep-2021. The pump was rented and then returned. After that it was tested and there was the issues.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A nonconformance report (ncr) was created to address incorrect/no cassette/disposable detected issues which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: corrections in: b5: describe event or problem: updated, d5 and e4 are unknown, h4: device manufacturing date: 13-nov-2015.

Event description:
It was reported that a smiths medical pump displayed an error cassette not attached properly. No adverse patient effects were reported.